Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 36 polyethylene insert was used for 54 cup. The same patient had to go into the surgery for recurrence and it was seen that the liner size was 28 mm. The head was 36 and the insert was 28, thus the recurrence. 28 mm insert was in 36 barcoded box. The photo of the used product list of initial surgery is available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update received, the patient had recurrent dislocations.

Manufacturer narrative:
Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states a 36 polyethylene insert was used for 54 cup on (B)(6) 2016. The same patient had to go into the surgery for recurrence on (B)(6) 2016 and it was seen that the liner size was 28 mm. The head was 36 and the insert was 28, thus the recurrence 28 mm insert was in 36 barcoded box. The photo of the used product list of initial surgery is available. A complaint database search and review of manufacturing records did not identify any anomalies. The device was visually inspected by bioengineering and a report was received stating; the visual inspection did not indicate any design deficiencies of the component. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.